Event description:
Pt reported to medical center for an MRI of their spine. The MRI technician failed to remove the animas insulin infusion pump from the pt before the MRI was started. The technician stopped the MRI scan after approx 15 minutes and removed the insulin pump. The high magnetic fields generated by the MRI caused an over delivery condition -approx 8 to 10 times the proper amount - by re-magnetizing the portion of the motor that regulates insulin delivery. The result was a severe hypoglycemia condition that led to a coma from which the pt never recovered. Death occurred after 17 days in a coma.